Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. In addition, the pump touch screen became unresponsive to customer's touch. Customer's blood glucose was 122 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.